Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the prosthetic valve was explanted due to a perivalvular leak after implant. According the op report, this patient presented with severe aortic stenosis of his native valve and was referred for aortic valve replacement. The native aortic valve was tricuspid, extensively calcified with calcium extending into the aortic wall and into the muscular septum making tissue friable after debridement. The subject device was implanted but had to be removed due perivalvular leak from repeated tears of the sutures near the right coronary ostium. Therefore, it was decided to reinforce the annulus with a strip of teflon and implant another edwards bioprosthetic valve, one size larger (23 mm). This time once off bypass, tee revealed the aortic prosthesis to be well seated with insignificant amounts of perivalvular leak in the same location as before. The risk of re-doing the valve or root replacement was considered prohibitive and not indicated. The patient returned to the cicu in stable condition. Furthermore, the surgeon has indicated that this explant was not related to a malfunction or deficiency of the edwards valve.

Manufacturer narrative:
Device not returned. Unfortunately, the explanted device was discarded by the hospital; therefore, the root cause of this event could not conclusively determined. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. In this case, the op report documents calcium extending into the aortic wall and into the muscular septum making tissue friable after debridement. Although the root cause of this event cannot be confirmed, it appears that this event was likely related to the patient's friable tissue. No further actions are possible with the available information.